Manufacturer narrative:
It was reported that during a percutaneous coronary intervention (pci) procedure the physician noted that the opened vessel had "shut down." The physician performed a thrombectomy and reportedly removed linted or material from the vessel. The patient was not under general anesthesia at the time of the incident. The pci procedure was completed without further reported incident. After an unidentified period of time, the facility contact noted that the patient was required to return to the procedure room for additional intervention as the vessel was found to have occluded. It was not indicated if or towel material was found or required to be removed from the vessel during the second, unidentified, cardiac procedure. No additional information related to the second, unidentified, cardiac procedure was reported to the manufacturer. The manufacturer did not receive information indicating that the originally reported linted or material caused and/or contributed to the second, unidentified, cardiac procedure. Although samples from various lots were returned, the original or towel sample involved in this incident was not returned to the manufacturer for evaluation. Investigation of the returned samples noted loose threads on the or towel with no linting noted. A root cause could not be determined. Due to the reported incident and the need for medical intervention to remove the linted or material from the vessel, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure or towel material was found to have linted into a vessel.